Event description:
It was reported that pump battery would not charge reliably, with unstable charging connection that required caller to hold cable or position pump in specific way, despite use of working outlets, different wall adapters, and different charging cables, and a power source alert appeared in pump history. There was no adverse impact to the customer¿s blood glucose level, and battery issue did not cause pump shutdown or inability to turn pump back on. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump.